Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was unknown. Reportedly, elevated bg was not addressed. The customer was instructed to consult with healthcare provider regarding bg level.